Manufacturer narrative:
The device was explanted but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was treated with oral antibiotics and fluid was drained from the ipg pocket. There have been no further reports of complications.